Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and high voltage cables. The system operates as intended.

Event description:
It was reported smoke would come from the x-ray tube when the system was booted up and that the system was arcing and unable to produce fluoroscopic x-rays. Loss of x-ray functionality - this is a reportable event. There is no report of pt injury or death.